Manufacturer narrative:
Device evaluation summary: the reported battery not holding charge issue was verified during service. The service technician powered the unit on and found the battery charge indicator to be showing only 3 bars of charge with unit plugged in. The instrument immediately went low battery when the ac power was removed. The battery charge status led on the base was functioning correctly and the ui display indicator for battery was operating correctly. The service technician verified the power supply output to be within tolerance, 30.00vdc, and found one of the batteries reading above 12.75vdc and the other reading 10.8vdc. The issue was resolved by replacing the battery,12v,6.5 ah,certified. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the unit was not holding charge as they were preparing to transfer a patient. The customer verified that the main switch on the rear of the unit was switched to "on". The instrument only lasted 43 seconds and would begin displaying the depleted battery and quickly moved to red alarm. The console was changed out without issues and the patient was off ECMO support for 23 seconds as the motor was unplugged from the problem unit and plugged into a back-up console. The customer charged the unit overnight and it was still showing low battery after charging. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the batteries were installed on (B)(6) 2022. About a year and 4 months. The batteries did not met their lifespan before replacement. The lot number of the battery removed from the instrument was 0011289907. A hand-crank was not used to maintain the flow when the instrument change-out occurred.